Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. It was reported that during a follow-up a type iii endoleak was noted coming from between the bifurcated stent graft an aortic cuff stent graft. The type iii endoleak was attributed to insufficient overlap between the two stent grafts. The decision was made to bridge the gap with a 28x28x82 endurant cuff which was attempted to be inserted percutaneously; however, during these attempts the endurant delivery system was unable to pass through the tissue track and the delivery system distal to the tapered tip kinked. It is unknown what caused the inability to insert the delivery system. Another endurant 28x28x70 was able to be inserted and deployed without complication. No clinical sequelae were reported and the patient is fine. The device was returned bloodied. The stent graft remains within the delivery system. Upon inspection of the returned device, a kink in the graft cover was observed 2 mm from the graft cover edge. In addition, there were kinks in the graft cover in between each stent ring, with exception of the last two stent rings closest to the stent stop cup. The stent graft was touching the stent stop cup. The rest of the device was unremarkable. There were multiple kinks in the graft cover. The cause of the event could not be conclusively determined; however was most likely due to the percutaneous approach combined with tortuous patient anatomy.

Manufacturer narrative:
(B)(4). Results: kink, positioning difficulty. Tortuous anatomy. Conclusion: kink, positioning difficulty. Tortuous anatomy.